Event description:
Md was using a gilmark biopsy site marker following biopsy. Md removed the application and noted that the tip had been sheared off. The tip is believed to be in the pt's breast. There are no plans for surgical removal. There was no pt adverse effect.